Manufacturer narrative:
Rod side hose.

Event description:
It was reported by service report that the b-valve and rod side hose were leaking fluid. No pt involvement or adverse consequences are reported.